Manufacturer narrative:
(B)(4).

Event description:
The customer reports: proximal white lumen hub completely fell off the catheter. The patient was receiving lipids. The PICC was removed and replaced without incident.

Event description:
The customer reports: proximal white lumen hub completely fell off the catheter. The patient was receiving lipids. The PICC was removed and replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned one two-lumen PICC for evaluation. The catheter contained adhesive stabilization material. Visual examination of the returned sample revealed the proximal luer hub was separated from the extension line body. The points of separation appeared rough and jagged. The catheter body was trimmed to 230 mm, indicating that at least 330 mm were trimmed from the catheter body based on the product drawing. The proximal extension line, and the inner and outer diameter of the proximal lumen were measured and all were found to be within specification. This indicates that the wall thickness measured as expected. The distal lumen was flushed with a water-filled lab inventory syringe. No leaks or blockages were observed. A manual tug test confirmed the distal luer hub was fully secure on the distal extension line. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. " the customer report a separation luer hub was confirmed by complaint investigation of the returned sample. The proximal luer hub was separated and the points of separation were rough and jagged. A device history record review was performed with no relevant findings. Due to a trending issue with luer hub/extension line separations , a CAPA has been initiated to further investigate this issue. Corrective action has not yet been implemented.